Event description:
The user reported a leakage of pt's blood through the needle-free valve port upon connection to IV cannula. They noted the valve was misshapen. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident. The smartsite needle-free valve has been requested for investigation but not received to date.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the MFR.